Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 51-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced an access site bleed resulting in a hematoma. To treat the bleed, the patient received a blood transfusion of unknown quantity and a vascular suture was placed. Impella support continued throughout the event.